Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced, and the clip was attempted to be placed on the mitral valve. However, it was observed the clip opened while establishing final arm angle (efaa). Therefore, the clip was removed and replaced. Two total clips were deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Patient ID: (B)(6).

Manufacturer narrative:
The device analysis was returned and investigated and did not confirm the reported unintended movement. The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It is possible that procedural conditions during the procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. Based on the investigation, a cause for the reported unintended movement- clip open-efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.